Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02442. This report is being submitted as additional information. Approximate age of device ¿ 9 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed. Review of the submitted system controller log file confirmed the reported pump stoppages; a driveline evaluation confirmed breaches on the red and orange wires, representing the two redundant wires in motor phase 3. The damage appears to be consistent with abrasion associated with repetitive flexing. Damage in one phase was found, which would account for the reported pump stoppages while the patient was on power module support. The reported pump stoppages on battery support would have occurred as a result of the conductors of two wires from two different phases contacting the shield simultaneously or simultaneously contacting each other, which could not be confirmed through this investigation. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas percutaneous lead have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow and low speed alarms were observed during system controller history interrogation. The system controller was swapped out and the issues occurred again. The alarms were reproduced by flexing a portion by the distal end of the percutaneous lead (driveline) when connected to power module. There were no obvious areas of damage. It was reported that the patient was pre-syncopal with pump stoppages. On (B)(4) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. There have been no further pump stoppages. No additional information was provided.